Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the video of the spyscope dsii was lost and showed a loading screen. Reportedly, an autolith electrohydraulic lithotripsy (ehl) probe was used for around 40 minutes before the visualization issues occurred. The procedure was rescheduled due to this event. There were no patient complications reported as a result of this event.